Event description:
New information notes that the right ventricle lead exhibited poor sensing. The lead was capped and replaced on (B)(6) 2021. No patient consequences during and after the lead revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricle lead was explanted and replaced for unspecified reason.